Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during retossigmoidectomy open procedure, while using the device on small intestine, the device did not fire. It was replaced by another device to complete the case. There was no patient injury.